Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 4 mm, 30°, autoclave connector was broken. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Correction to d4 (serial number) of the initial report to provide clarification: the serial number is unknown as it was faded/illegible. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to excessive stress. Olympus will continue to monitor field performance for this device.